Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for replace battery now alarm. Customer¿s blood glucose was 110 mg/dl. Customer reported that they receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that this is not the second occurrence of replace battery now in less than 10 hours after low battery warning. Customer insert new battery. Customer reported that new battery did not resolve the issue. The insulin pump will not be returned for analysis.